Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they just had knee surgery and it caused their stimulator to malfunction making their bladder leak every time they move, they couldn't control it at all, their bladder just leaked all over and they couldn't stop urinating it just won't stop. They said they checked their settings and therapy was back on again after the surgery and that's what caused the problem, every time they moved they could not control it. Offered to assist patient to use their equipment to turn therapy back off. They were successful to synch with their implant and confirmed therapy was already off. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt said their doctor is no longer there. Offered and emailed listings.